Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out-of-range pace impedance measurements and noise. While the patient was reported to be pacemaker dependent, no instances of pacing inhibition were observed. An x-ray was obtained that suggested an insulation breach near the upper superior vena cava as confirmed by physical examination following revision. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. The observed insulation damage may have caused or contributed to the reported clinical observation of low pace impedance measurements.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.